Manufacturer narrative:
There was no reported allegation of device malfunction. It was reported the device settings were adjusted by the clinician to resolve the reported problem. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a pediatric patient had difficulty initiating exhalation while on an astral 150 device which resulted in cyanosis. It was reported the patient was removed from the device and patient's status recovered. There was no reported allegation of device malfunction.